Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 an amplatzer septal occluder was selected for a procedure. Upon insertion the device formed cobra shape. The device was captured and repositioned due to the unusual form. The procedure was completed by using a competitor device.

Manufacturer narrative:
The event of deformation, during deployment could not be reproduced. The investigation confirmed, the device met visual and functional specifications when analyzed at abbott. Three photos were received for analysis. Based solely on the aforementioned photos, the device did appear to deploy deformed in the field. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information sections: g4, g7, h2, h3, h6. An event of a deformed deployment was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, three photos were received for analysis. Based solely on the aforementioned photos, the device did appear to deploy deformed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.